Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on 05/23/2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.